Manufacturer narrative:
Method: device not returned. Despite repeated attempts to gain additional information, there has been no new information disclosed by the current health care provider regarding this event. Implant date remains unknown and no information has been provided regarding the patient status or patient history. The serial number for this device remains unknown; therefore, no device history record (DHR) review can be done. The device will not be returned for evaluation and no reports will be made available. Without additional information or return of the device for evaluation, we are unable to determine root cause for explant of this device.

Manufacturer narrative:
The device will not be returned for evaluation because it was discarded at the hospital. The serial number and implant date remain unknown. It is known only that the implant occurred sometime in (B)(6) 1997. This was a young, female patient. She selected a bioprosthetic valve because a pregnancy was expected in the future. The current status of this patient condition remains unknown as it has not been disclosed. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. Without return of the device for evaluation, we are unable to conclusively determine root cause for explant of this device. Additional information received regarding endocarditis. Exact date is unknown. It is not known if it involved this device.

Event description:
In this case, the 27mm valve was explanted due to unknown reasons. Implant duration remain unknown.

Event description:
Reportedly, a 27 mm valve was explanted after an implant duration of approximately 16 years due to mitral stenosis (ms) led by degenerated valve. The valve was implanted in (B)(6) 1997 and explanted on (B)(6) 2013. The device will not be returned for evaluation because it was discarded at the hospital.